Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument (pcs) has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a completely broken and missing cautery spatula at the distal end. The missing piece is not returned measuring approximately 5.31mm x 2.25mm. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have a broken ceramic sleeve. The entire ceramic sleeve was missing. Components adjacent to the sleeve shows damage. The spatula was missing and yaw pulley has broken pieces. The missing piece was not returned measuring approximately 8.46mm x 3. 45mm.the instrument was found to have a broken cautery yaw pulley at the distal clevis. Broken pieces are missing as a result of breakage. Size of missing piece was approximately 2.45mm x 2.68mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The spatula and ceramic sleeve are completely broken and missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument (pcs) was found to have a broken tip. The procedure was completed with no reported injury.